Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor generated a false air detect alarm. No other details regarding the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.